Event description:
It was reported to philips that the etco2 operation was intermittent. An authorized field service engineer (fse) was dispatched to the customer site. The reported issue was confirmed and it was determined that the co2 door needed to be replaced due to damage. Upon conclusion of the evaluation, it was determined that this was a malfunction of the co2 door. The co2 door was replaced to resolve the reported issue and the device remains at the customer site. No further evaluation is required at this time.

Event description:
It was reported to philips that the etco2 operation was intermittent. There was no patient involvement.